Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal locator/insertion sheath assembly was attempted to be inserted into the artery, but the assembly was not inserted due to resistance. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. Slight calcification was noted in the artery, but the physician decided to use the device. The procedure before deploying the device was ppi (permanent pace-maker implantation). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. The blood loss was less than 250cc's. There was no health damage for the patient. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One used 8fr angio-seal vip was received for product evaluation. The arteriotomy locator was returned unmated from the sheath. The carrier tube assembly was returned mated with the sheath and device was deployed. The anchor and collagen were released but not tamped. Header bag was returned as well. Upon visual analysis, the arteriotomy locator had a slight bent at the blood inlet holes. The hemostasis sheath and arteriotomy locator were examined under a microscope and the damage was confirmed on both the components at the blood inlet holes. The device sleeve of the carrier tube assembly was in rear lock position and the color bands are fully exposed. Anchor, collagen, and tamper tube were released from the device and the suture was not cut. Based on the returned device, the complaint could be confirmed for kink and deformation. The likely cause of kinks on the device could be application of off-axis forces while tracking the device within the artery with the presence of scar tissue. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).